Event description:
Patient implanted with a veptr construct 5-6 years ago was returned to the operating room in (B)(6), 2010 due to a broken ti lumbar extension size 10/220mm radius. The extension broke at the interface of the round lower portion and the square upper portion. The surgeon removed the upper portion of the extension, attached a new extension with a domino connector and extended the upper portion into the existing rib sleeve.

Manufacturer narrative:
Additional information has been requested. Implant date reported as 5-6 years ago. Investigation is ongoing. No conclusion can be drawn at this time. Manufacture date cannot be determined without a lot number.